Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with positive cultures from the driveline exit site. It was also reported that there was fluid collection around the pump rocket. Blood cultures were positive for (B)(6). Unspecified antibiotic therapy over several days was unsuccessful. The pump was exchanged on (B)(6) 2014. The inflow and outflow connections were preserved from the initial implant.

Manufacturer narrative:
A correlation between the device and the reported driveline and pocket infection could not be determined based on the eval of (B)(4). The vad was returned assembled with the percutaneous lead (lead) cut approx 4 inches from the pump housing. An additional 20 inch segment of the external portion of the lead was returned. The outlet elbow was returned attached to the pump outlet port. The inflow and outflow conduits were not returned, as it was reported these were not exchanged. Examination of the returned pump did not reveal any anomalies or depositions on the smooth or textured blood-contacting surfaces that would have affected pump function. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our mfg procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the mfg process and the pump operated as intended. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.